Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of ketoacidosis. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, an adverse event had occurred. The patient reported a being taken to the hospital by a family member for diabetic ketoacidosis (dka) while using the continuous glucose monitor (cgm). The patient stated that he was admitted to the hospital on (B)(6) 2016, and was released on (B)(6) 2016. No product defects or failures were alleged. At time of contact the patient was recovered. No additional event or patient information is available.